Manufacturer narrative:
H10: the actual device was returned to philips bench where the technician found the audio was working. There were speaker alarm and log messages. The technician found the sound was distorted due to water intrusion. Water damage is known to be caused by improper cleaning/disinfection of the mx40/mx4j pmw and/or use of unapproved cleaning and disinfecting agents. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on the mx40 telemetry device. It is unknown if the device had audible sound. It was reported the device was not in clinical use.